Event description:
On (B)(6) 2015, a 23mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted due to a torn leaflet. The patient was reported stable. Additional information has been requested.

Manufacturer narrative:
The reported event of a torn leaflet was confirmed. Leaflet 2 was torn at stent post 3. There was fibrous pannus ingrowth on the inflow surface of all three leaflets. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2015, a 23mm trifecta valve was implanted. On an unknown date, the patient was reported to have severe aortic valve insufficiency due to degeneration of the device. On (B)(6) 2019, the device was explanted and exchanged for a 23mm edwards intuity valve. No patient consequences were reported and the patient is noted to be stable.